Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip detached from one leaflet and remained attached to the other leaflet, requiring an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was an anterior leaflet prolapse, posterior leaflet restriction, poor coaptation of leaflets (1.5 gap) and both atria were enlarged. The clip delivery system (cds) was advanced to the mitral valve leaflets without issue; however, leaflet grasping was difficult due to visualization and leaflet anatomy. One clip was implanted, reducing the mr to 3+. It was decided to wait and see how the patient did clinically with only the one clip implanted. During follow up echocardiogram, on (B)(6) 2016, it was found that the implanted clip was detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr grade had increased to 4+. The patient was confirmed to be clinically stable and was kept in the hospital for a second mitraclip procedure, scheduled on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping appears to be related to challenging patient morphology/pathology and procedural conditions due to difficulties with visualization. In addition, the reported single leaflet device attachment (slda) was likely a result of the challenging leaflet anatomy. The patient effect of worsening mitral regurgitation, as listed in the as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.